Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, specifically a piece of plastic missing at the reservoir part of the pump, with the rubber gasket sticking out but not affecting functionality. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and it was determined that the pump shows physical damage on the reservoir tube side due to being dropped from a pocket onto a hardwood floor, but the damage does not impact pump functionality. No harm requiring medical intervention was reported. Product mmt-1884 was requested, and the customer's response was that the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked case, cracked end cap, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, broken reservoir tube lip, missing o-ring (reservoir tube), and partially broken retainer. Damaged retainer ring confirmed. Cosmetic damage at the reservoir compartment was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.